Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is traced to causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The watertight defect is due to the deformation of the main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited an air leak from the switch and a watertight defect and deformation of the main body. There was no patient involvement.